Event description:
It was reported that the longevity estimates involving this pacemaker had dropped drastically in between follow-up appointments. Review of device data by boston scientific technical services confirmed the battery is depleting normally based on the current programmed parameters. High pacing impedance measurements were observed on the right atrial channel and were thought to be contributing to the high power consumption. The pacemaker remains in service and no adverse patient effects were reported.